Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had beep anomaly. Customer also reported pump screen was black so changed the battery got life back into it now all getting is a bar graph and cannot get his meter to read to pump. The customer's blood glucose was unknown at the time of incident. Customer stated never got a low battery alert woke up the screen was black so assumed changed the battery alert the device was not expected to be returned for analysis.